Event description:
It was reported that the patient's right knee was revised due to range of motion issues. A cr femur and cs insert were revised to a ps femur with ts insert. The rep confirmed that there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.